Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on down arrow button no ramping numbers noted on the display. Cracked reservoir tube lip,cracked display window and cracked case near display window corner noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.